Manufacturer narrative:
Updated field: d10, g4, g7, h2, h3, h4, h6, h10. UDI: (B)(4). Device history record (DHR) - DHR shows no abnormalities realted to the reported failure. The reported complaint was confirmed from the evaluation of the returned mayfield base unit. The 6" transitional member was damaged and stuck in the lock handle. Other parts of the device was damaged and needs repair / replacement. The observed condition is likely caused by user error / improperly handling of the device. The definite root cause cannot be reliably determined. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 2 reports, which is linked to mfg report number 3004608878-2020-00680. A facility reported that the transition arm of the mayfield ultra base unit was stuck in the socket. It is unknown if there was patient involvement, or if the device failure led to patient injury, or surgical delay.